Event description:
The complainant is complaining that her father fell and injured his right elbow after the mechanical walker that he was using collapsed. The injury incident happened on 10/23/95. The collapse of the mechanical walker occurred at the rightside of the walker, above the wheel on the frame. Because of the elbow injury her father sustained from the fall, her father received numerous visits with the doctor. Her father has been using the walker since 12/93. Defect warranty had expired in 1994. But, the framework for the walker has a lifetime warranty. The mechanical walker was eventually returned to the MFR through the retail store subsequently after 10/24/95. The walker was purchased through medicare. The complainant's father finally received a new walker to replace the defected one on 11/3/95.